Event description:
During index procedure the patient had 2 endeavor sprint rapid exchange (rx) drug-eluting stents implanted to the proximal lad. Approximately 10 days post index procedure patient death occurred, cause of death provided as cardiac. The investigator indicated that the reported event was probably related to the study device.

Event description:
It is reported that the patient suffered a myocardial infarction (mi) the same day as patient death. The reported mi was related to the target vessel. The investigator indicated that the reported event was definitely related to the study device. Cause of death provided as mi, heart failure and cardiogenic shock.

Manufacturer narrative:
(B)(4). Evaluation results (B)(4) inherent risk of procedure (death).

Manufacturer narrative:
(B)(4). Evaluation results: inherent risk of procedure (myocardial infarction/shock).